Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor reading. The patient observed measurement deviations between cgm and blood glucose (bg) and provided several examples for review. The issue was escalated to next level support who reviewed the examples and the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis indicated that system performance had deviated from expected behavior. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation. Upon receipt, a visual inspection was performed, and no anomalies were observed. In-house testing of the returned sensor showed no malfunction. A further review of the in-vivo raw sensor data showed optical instability around the time frame of the reported inaccuracies. The user had additionally reported infection at the insertion site around the same time frame, which most likely contributed to the optical instability and the resulting inaccuracies. This failure mode could not be reproduced during the returned product analysis, and this may occur in some instances where the conditions that present itself in the body are not reproduced in the lab. The user was provided with a replacement sensor as part of the resolution. B4. Date of this report 03 feb 2026. G3. Date received by the manufacturer? 03 feb 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4310,22.